Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Visual analysis of the lead was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during a procedure to replace another lead the atrial lead was damaged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.